Event description:
On (B)(6) 2021, it was reported by a sales representative via email that (2) ar-4020c-07 fastthread screws broke in half after the second or third twist. This was discovered during a procedure on (B)(6) 2021. When surgeon attempted to twist the fastthread screws, both broke around the same area, leaving on half of the screw inside the patient and the other half stuck to the driver. After receiving additional information on 11/10/2021, sale representative has confirm that surgeon was performing an acl reconstruction with hamstring autograft procedure. After both fastthread screw broke in half one after the other, surgeon removed all broken fragments from inside the patient. Then a dilator was used to prepare the bone tunnel and case was completed using an ar-4020c-06, smaller fastthread screws. Case was completed successfully with no further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.